Manufacturer narrative:
(B)(6). The device has not been returned. Due to the device not being returned, we are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. In the event the sample is returned for evaluation the complaint will be reopened for additional investigation.

Event description:
It is reported that the suture tore off of 3 endobuttons during implantation. There is no report of surgical delay associated with this event. It is reported that there was no injury involved in this event.